Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 09/06/2013.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to pop and sui. It was reported that following insertion the patient experienced extrusion, infection, urinary/bowel problems, recurrence, dyspareunia and vaginal scarring. It was reported that patient underwent mesh revision (B)(6) 2006 due to foreign body reaction with mesh erosion in the anterior vagina. It was reported that patient underwent mesh revision (B)(6) 2012 due to chronic vaginal mesh infection and dyspareunia. It was reported that patient underwent mesh revision on (B)(6) 2013 due to sui, dyspareunia. No additional information was provided. (B)(4).